Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the nozzle could not be determined. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the nozzle was flushed with water and air, wiped with lint-free cloths, brushes, or sponges, and flushed with detergent solution. The event can be detected and/or prevented by following the instructions for use which state: evis lucera gif/cf/pcf type 260 series operation manual, chapter 3 "preparation and inspection". Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual, chapter, 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.